Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and ran through the ovp (operational verification procedure) process and did not have any issues at all. The fsr then performed the annual pm (preventive maintenance) to manufacturer specification. Another ovp was done and the unit did not show any issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed circuit occlusion while on a patient. The device was replaced with another ventilator and there was no patient harm associated with the reported event.